Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was in pain all the time, and that she had been in chronic pain for 35 years. The patient noted that she did feel better sometimes with the stimulator, but ¿the damn thing¿ didn¿t work properly. Two weeks later, it was reported that the patient sometimes had concerns with their device or therapy. No interventions or outcome were reported regarding this event. If additional information is received a follow-up report will be sent.